Manufacturer narrative:
The root cause for the reported issue of no alarm for clamped line, (B)(4) was not determined. The reported issue that there was no alarm for clamped line, (B)(4) could not be confirmed. No further investigation of this event is possible at this time, and no patient harm was reported. Device was not returned to manufacturing facility.

Event description:
It was reported the device did not alarm for clamped line. Normal saline was infusing at the time of the event. The information in patient involvement is not known.